Manufacturer narrative:
(B)(4). Date sent 6/2/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "discontinuous device-you can see how important the second view is here, hard to say the top image isn't normal." As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 23898, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information: (B)(6) 2025 patient is scheduled for explant with planned replacement on (B)(6) 2025.

Manufacturer narrative:
(B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: received additional info from mandi in surgeon¿s office. Patient underwent laparoscopic type 1 paraoesophageal hernia repair with linx anti-reflux device placement (size 16) on (B)(6) 2019. Model number is lxmc16 and lot number is 23898. Explant is planned in the near future but has not yet been scheduled. Device will be returned for analysis and replacement requested. She will let us know when explant is scheduled.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. Investigation summary: a 16 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 23898, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent 3/12/2025. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient who presented couple weeks ago with a linx device that came undone seven years after placement. The patient developed recurrent reflux last spring. Interestingly, he had had an upper g.I. That showed the device was open, but the g.I. Team and radiologist did not notice it. The surgeon saw him recently because of recurrent reflux and got a upper g.I. And saw the device was open. He had an upper g.I. Prior to these two that mentioned that showed the device to be in good position and closed. He has not undergone any dilatations so this was a spontaneous event. In the five years leading up to this event, he was extremely pleased with his reflux control and was off medication's.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. Additional information received: received updated information from surgeon¿s office. The patient had one MRI completed since the time of linx implant. This was done at (B)(6) medical center radiology department in (B)(6); date was (B)(6) 2024; MRI lumbar spine wo contrast; 1.5 tesla; patient was in a supine position (on his back) and would have gone into the machine feet first. Explant procedure is in the process of being scheduled and device will be returned. Images provided and will be attached to file which show the device intact and then open. The image illustrating the intact device was taken on (B)(6) 2024 and the image taken illustrating the device open was taken (B)(6) 2024. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent 5/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "discontinuous device-you can see how important the second view is here, hard to say the top image isn¿t normal." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 23898, and no non-conformances related to the malfunction were identified.